Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure broken') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal (hysto)). Essure was removed. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: the doctor broke essure during her hysterectomy. It took almost a year to remove the essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-aug-2019: quality-safety evaluation of ptc incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure broken') and genital haemorrhage ('bleeding') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dizziness ("dizzy"), headache ("very bad headaches"), dysgeusia ("taste metal"), asthenia ("no energy"), pelvic pain ("sharp pain in female area when move fast"), pruritus ("skin would itch"), flatulence ("gas pains"), fatigue ("I am still tired"), mood altered ("moody"), hot flush ("hot flashes") and pyrexia ("fevers"). The patient was treated with surgery (essure removal hysto). Essure was removed. At the time of the report, the device breakage, genital haemorrhage, dizziness, dysgeusia, asthenia, pelvic pain, pruritus, flatulence, fatigue and mood altered outcome was unknown and the hot flush and pyrexia had resolved. The reporter considered asthenia, device breakage, dizziness, dysgeusia, fatigue, flatulence, genital haemorrhage, headache, hot flush, mood altered, pelvic pain, pruritus and pyrexia to be related to essure. The reporter commented: the doctor broke essure during her hysterectomy. It took almost a year to remove the essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: dizziness, headache, dysgeusia, asthenia, pelvic pain, pruritus, flatulence, fatigue, mood altered, hot flush and pyrexia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Events added: dizzy, very bad headaches, taste metal, no energy, sharp pain in female area when move fast, skin would itch, gas pains, I am still tired, moody, hot flashes and fevers, bleeding. Reporters added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure broken') and genital haemorrhage ('bleeding') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemic. In (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), the first episode of dizziness ("dizzy"), headache ("very bad headaches"), dysgeusia ("taste metal"), asthenia ("no energy"), pelvic pain ("sharp pain in female area when move fast"), pruritus ("skin would itch"), flatulence ("gas pains"), fatigue ("I am still tired"), mood altered ("moody"), hot flush ("hot flashes"), pyrexia ("fevers"), scar ("scar tissue"), alopecia ("hair loss"), the second episode of dizziness ("dizzy") and menopause ("menopause") and was found to have weight increased ("look fat"). The patient was treated with surgery (essure removal (hysto) and essure removal (hysto)/ablation). Essure was removed. At the time of the report, the device breakage, genital haemorrhage, dysgeusia, asthenia, pelvic pain, pruritus, flatulence, fatigue, mood altered, scar, weight increased, alopecia, the last episode of dizziness and menopause outcome was unknown and the hot flush and pyrexia had resolved. The reporter considered alopecia, asthenia, device breakage, dysgeusia, fatigue, flatulence, genital haemorrhage, headache, hot flush, menopause, mood altered, pelvic pain, pruritus, pyrexia, scar, weight increased, the first episode of dizziness and the second episode of dizziness to be related to essure. The reporter commented: the doctor broke essure during her hysterectomy. It took almost a year to remove the essure. Patient reported still have part of a coil in me forever. Concerning the injuries reported in this case, the following one was described in patient¿s social media: dizziness, headache, dysgeusia, asthenia, pelvic pain, pruritus, flatulence, fatigue, mood altered, hot flush, pyrexia and scar. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new reporter, event menopause were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure broken') and genital haemorrhage ('bleeding') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dizziness ("dizzy"), headache ("very bad headaches"), dysgeusia ("taste metal"), asthenia ("no energy"), pelvic pain ("sharp pain in female area when move fast"), pruritus ("skin would itch"), flatulence ("gas pains"), fatigue ("I am still tired"), mood altered ("moody"), hot flush ("hot flashes"), pyrexia ("fevers") and scar ("scar tissue"). The patient was treated with surgery (essure removal (hysto) and essure removal (hysto)/ablation). Essure was removed. At the time of the report, the device breakage, genital haemorrhage, dizziness, dysgeusia, asthenia, pelvic pain, pruritus, flatulence, fatigue, mood altered and scar outcome was unknown and the hot flush and pyrexia had resolved. The reporter considered asthenia, device breakage, dizziness, dysgeusia, fatigue, flatulence, genital haemorrhage, headache, hot flush, mood altered, pelvic pain, pruritus, pyrexia and scar to be related to essure. The reporter commented: the doctor broke essure during her hysterectomy. It took almost a year to remove the essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: dizziness, headache, dysgeusia, asthenia, pelvic pain, pruritus, flatulence, fatigue, mood altered, hot flush, pyrexia and scar. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 4 and 5 were processed together. Social media received. Reporter added. Event : scar tissue added. On 20-mar-2020: fu 4 and 5 were processed together. Social media received. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure broken') and genital haemorrhage ('bleeding') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemic. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), the first episode of dizziness ("dizzy"), headache ("very bad headaches"), dysgeusia ("taste metal"), asthenia ("no energy"), pelvic pain ("sharp pain in female area when move fast"), pruritus ("skin would itch"), flatulence ("gas pains"), fatigue ("I am still tired"), mood altered ("moody"), hot flush ("hot flashes"), pyrexia ("fevers"), scar ("scar tissue"), alopecia ("hair loss") and the second episode of dizziness ("dizzy") and was found to have weight increased ("look fat"). The patient was treated with surgery (essure removal (hysto) and essure removal (hysto)/ablation). Essure was removed. At the time of the report, the device breakage, genital haemorrhage, dysgeusia, asthenia, pelvic pain, pruritus, flatulence, fatigue, mood altered, scar, weight increased, alopecia and the last episode of dizziness outcome was unknown and the hot flush and pyrexia had resolved. The reporter considered alopecia, asthenia, device breakage, dysgeusia, fatigue, flatulence, genital haemorrhage, headache, hot flush, mood altered, pelvic pain, pruritus, pyrexia, scar, weight increased, the first episode of dizziness and the second episode of dizziness to be related to essure. The reporter commented: the doctor broke essure during her hysterectomy. It took almost a year to remove the essure. Patient reported still have part of a coil in me forever. Concerning the injuries reported in this case, the following one was described in patient¿s social media: dizziness, headache, dysgeusia, asthenia, pelvic pain, pruritus, flatulence, fatigue, mood altered, hot flush, pyrexia and scar. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: three fu's processed together. Social media content received: new events weight gain and hair loss were added. On 20-mar-2020: three fu's processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure broken') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: the doctor broke essure during her hysterectomy. It took almost a year to remove the essure. Event¿concerning the injuries reported in this case, the following one was described in patients social media: device breakage". No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.